Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A user facility biomedical technician (biomed) reported finding a discolored cable on a fresenius 2008t hemodialysis (hd) machine. Additional details were obtained during follow up with the biomed. The biomed stated the machine was in heat disinfect mode when the countdown stopped with one-minute left and the machine displayed a ¿bicarb pump no eos¿ (end of stroke) alarm. The biomed began to inspect the machine and noticed the bicarb cable looked ¿burnt¿ (initially reported as discolored). In addition, the biomed stated there was a ¿sticky/greasy¿ texture (or feeling) on the cables. As a precaution, the biomed replaced the bicarb pump. No damage or irregularities were identified on any other components. It was confirmed that no acid or bicarb leaks were found. No burning smell, charring, or melting was noted. There were no signs of smoke, sparks, or flames. The biomed stated there were approximately 3,000 hours on the machine at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The machine was returned to service after the repair was completed. The biomed stated the bicarb pump was available to be returned for evaluation. Instructions were provided on how to initiate a return through technical service.

Manufacturer narrative:
Plant investigation: the bicarbonate pump assembly was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the pump assembly, and a cut was identified on one of the wires of the cable. The cable was discolored with residue and exhibited signs of heat damage. No further visual discrepancies were found on the pump assembly. The bicarbonate pump (in as-received condition) was installed onto a test machine to test for the reported failure. The test machine powered on without any failures or alarms. However, the test machine encountered the ¿bicarb pump no eos¿ alarm during the rinse program. No additional issues were encountered during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and it was determined that the failure was caused by the damage cable.